Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va1n8lj, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jan-2022, UDI#: (B)(4). All patient and device codes as well as the evaluation conclusion code apply to the lead lot # va1n8lj. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient(B)(6) 2018. It was reported the trial patient started having pain on (B)(6) from the procedure and was advised to contact their physician. On (B)(6) the patient¿s family reported patient has pain at the incision site which seems to be swollen causing an infection also that patient seemed to have no urgency level for the past 12 hours, which was a concern. The patient¿s pain at the incision had worsened over time. The patient was taking generic vicodin that is not doing the job for the pain; patient chose to not use it at first and began taking it yesterday. The patient last urinated at 3 am and hasn't had the urge since. The patient has the trial for incontinence and typically goes 2-3x during the day and maybe a couple times at night, where she would have the urge but nothing would happen. The family member states it appears to be a positive change but is unsure about it. Caller reported device setting is in the 2.2 ma range. On (B)(6) the manufacturer¿s representative (rep) reported the patient¿s primary care physician had restarted the patient on coumadin and 24 hours later the patient was hospitalized for bleeding, mainly from the blood thinner. The hcp (health care professional) thinks there is hematoma in the pocket, the patient had symptoms of low blood count, they were lethargic, tired, no energy, no strength. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The representative reported the serial numbers involved, stated they were not aware of an infection with the patient and had no further information to supply regarding the bleeding. There were no further complications reported/anticipated.